Event description:
It was reported that a transducer, 9 inch (23 cm), 3 ml/hr, macrodrip patiedesnt mount generated a leak during patient use. The reporter stated that "leaking connection point between giving set and transducer, when changing the transducer, the components fell apart. Fluid set disconnected from transducer, new set was primed and attached and no harm to patient." The status of the product at the time of the event was during infusion. It was not detected before direct patient use. There was no serious injury/death. There was no blood loss. There was no unprotected chemo exposure. There was no delay in critical therapy and no adverse operator consequences. No medical/surgical intervention was required. There were no cuts, holes, or defects noted on the product. The device was changed out/replaced with no further problems encountered. The device involved is available to be tested. The type of procedure was transducer for invasive blood pressure (ibp) monitoring. The customer was unsure how long the device was in use. The division is anesthesia. The mating device is available to be tested. There was patient involvement but no patient harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The following was provided by the customer for complaint investigation: -one used list #011-0p243-01, transducer, 9 inch (23 cm), 3 ml/hr, macrodrip patient mount; lot #6024125. One used list #unknown, microclave; lot #unknown. The reported complaint of leakage was confirmed on the returned set. During visual inspection, the pvc tubing was received separated from the transpac luer pocket. The end of the tubing was observed to be tacky. The probable cause of the pvc tubing being tacky had occurred due to the uv adhesive on the tubing not being fully cured during manufacturing assembly. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.